Event description:
It was reported that the patient fell on (B)(6) 2013 and was hospitalized. It was noted that the patient got out of the hospital on the day prior to report. It was noted that the patient was sure that his ¿box was disconnected.¿ it was noted that it would not work. It was noted that the patient thought that the lead that went into the spine was disconnected. It was noted that the patient stated ¿if the box inside of him was not working he was going to get an infection.¿ it was noted that the patient¿s healthcare professional (hcp) did not remove the boxes. It was noted that therapy had not worked since he fell. It was noted that the patient stopped feeling stimulation since he fell. It was noted that it hurt where the box was located. It was noted that it worked before the patient fell and it had not worked since the patient fell. The reporter stated ¿they said it is a possibility that it was disconnected from the leads but they would not touch somebody else¿s work at the hospital.¿ it was noted that when the patient programmer was used the reporter described getting a ¿charge you implantable neurostimulator (ins) battery now¿ screen. It was noted that the patient charged the ¿whole thing¿ right before he went to the hospital. It was noted that the patient used the implantable neurostimulator recharger (insr) and reported that the insr battery was full. It was noted that the patient was getting ¿charge your ins battery¿ screen. It was noted that they were not able to turn stimulation back on.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).